Event description:
The user facility reported to the distributor that there have been six patient reactions over an unidentified period of time. All of these events were similar with complaints including chest pain with tightness, back pain, and a funny taste in the mouth. Treatment was temporarily discontinued and the dialyzer was changed to a different unit in each case except one. All units had been preprocessed or reprocessed prior to use. All units except one had been used multiple times. In each case, blood in the circuit was returned to the patient before the change out of the unit. Therefore, no blood loss was reported to have occurred.